Manufacturer narrative:
Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380. Name: tandem country: united states of america street: 11045 roselle street city: san diego state: ca zip code: 92121.

Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off on (B)(6) 2026.